Manufacturer narrative:
Received one (1) used 123390488 primary plum set for inspection. The filter at the vent plug juncture was wetted out with prior infusate. The set was tested per product specifications. There was a leak from the filter that appeared to seep from various locations. The reported complaint of leakage at the filter vent can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9- product received 7/6/2023 for evaluation.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information: (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated ¿leakage on filter vent was noted after 3 hours of 5-fu infusion. There was no chemo exposure to patient or healthcare provider. No harm was reported.